Event description:
In (B)(6) 2011 I had the essure implant put in for permanent sterilization. Since I had this procedure done, I suffer from pelvic inflammatory disease, pelvic floor disorder, sharp pelvic pain, precancerous cells found on my cervix, dysplasia, migraines, low lobido, pain with intercourse, spotting after intercourse, heavy/abdominal menses, back pain, dizziness, iron deficiency, acne, ringing in ears, depression, anxiety, forgetfulness, heart palpitations, metallic taste in my mouth, bacterial vaginosis, urinary tract infections, vaginal odor, and more. I've had ultrasounds done, physical therapy done for pelvic inflammatory congestion, and as of lately I am currently being treated for migraines. I have been to 5 doctors in less than 5 years and no one can tell me the cause or give me a solution. I will see doctor #6 next month for consultation of essure removal.